Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check with no magnet response. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. This product is expected to be returned.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device display error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check with no magnet response. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. This product is expected to be returned.